Event description:
The customer reported that the system's left hand screen stops at the ge welcome logo. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The hard disk drive and the cpu mda memory were replaced and the video memory was configured and adjusted. The system was tested and found to be working as intended and put back into service.